Event description:
Percutaneous coronary intervention (pci) was performed on a 90% de novo lesion in the mid left anterior descending artery (lad) that was slightly calcified and moderately tortuous. A 2.5 x 18mm cypher stent was delivered to the target lesion without problem. While inflating the balloon at 12 atmospheres (atm) for 60 seconds, leakage of the contrast medium was observed from the tip of the balloon during angiography. The pressure did not reduce during inflation and the stent could be inflated and implanted at the target lesion without problem. The procedure was successfully completed and there was no reported pt injury. The product was returned for analysis.

Manufacturer narrative:
Please note that this product is not distributed in the united states. However, it is similar to the us distributed sirolimus drug eluting stent. A report was received that a cypher sds was associated with balloon leakage. The event involved a male pt of unk age with an unk medical history. The reason for his admission to hospital was not reported; but an angiogram revealed a lesion in the mid lad that was described as de novo, 90% occluded, slightly calcified and moderately tortuous. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. It is not known if the lesion was pre-dilated prior to the introduction of a 2.50 x 18mm cypher stent. When 12 atm of pressure was applied to the sds system to deploy the stent, the physician noted contrast medium leaking from the tip of the balloon. The stent however, was successfully deployed. The sds was retrieved without injury to the pt. The sds was returned for evaluation without its' associated stent. The inflation lumen was found to have crystallized inflation medium and attempts to dissolve it were unsuccessful. The balloon was then cut off 10cm from the proximal balloon seal and placed in a special tool to inflate it. However, in order to inflate the balloon, the distal tip had to be closed off with pliers. As a result, it was not possible to determine if there was guidewire lumen or distal seal leakage. Inflation of the balloon with red-colored water revealed no pressure loss or balloon leakage. Microscopic examination of the outer body, guidewire lumen and distal tip revealed no anomalies. Cross-sectional analysis of the transition seal revealed no indications of cross-talk leakage, between the inflation and the guidewire lumens, that might have caused the observed leakage. A DHR review revealed that the involved lot number met requirements for product acceptance. This included 100% leak testing after stent crimping, burst testing and multiple and prolonged fatigue testing. The reported complaint of leakage could not be confirmed with the analysis of the device. Based on the info provided, there are vessel factors that may have contributed to it.